Event description:
It was reported that a device was used during an unknown procedure. The device could not remove the pro46 bag from abdomen. It was unknown how the case was completed. No pt consequence.